Manufacturer narrative:
Initial reporter address: (B)(6). Initial reporter phone number: (B)(6). The device was received for evaluation. A visual inspection was performed, and it was noted that a crack was found at the side of the welded cassette. An underwater pressure test was also performed, and a leak was found at the crack location. The reported condition was verified. The cause of the reported condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cassette of a homechoice automated pd set was damaged which resulted in a leak. This issue was further described as ¿leaking from damaged rectangular plastic piece¿. The patient detected this issue at home prior to starting peritoneal dialysis (pd) therapy. There was no patient injury associated with this event. No additional information is available.